Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However, twenty (20) electronic photos were reviewed by diego piraquive (fa,qe). The first photo shows the site of the catheter entering the patient. Redness can be seen on the body of the patient. The second photo shows another view of the redness on the patient near the site of the incision site. The third photo shows a different view of the patient with redness and swelling near the incision site. The fourth photo shows the patient with redness around the chest and having oxygen going to their nose. The fifth photo shows another view of the redness and swelling of the incision site. A gauze is now present on the patient's chest. The sixth photo shows the incision site present and the catheter has been removed from the patient. Redness is still present around the incision site. The seventh photo shows the site open and redness and swelling is visible on the patient. The eighth photo shows a different view of the open incision site with the same redness and swelling as the previous photo. The ninth photo shows no incision site and no redness or swelling on the chest of the person in the photo. The tenth photo shows some swelling on the chest of the patient and appears to be taken not in a health care facility. The eleventh photo shows some fluid coming out of what was presumably the incision site. Fluid appears clear but it's not focused enough to tell. The twelfth photo shows the incision site with more localized swelling and still some fluid leaking out of it. The thirteenth photo shows a catheter going into the patient. Someone is holding something up to the camera but it is not focused so it cannot be concluded what they are trying to show to the camera. The fourteenth photo shows some secretion in a cotton pad covered in yellowish residue. It is not clear what the object covered in fluid is. The fifteenth photo shows a thermometer with a reading of 100.8 degrees fahrenheit. The sixteenth photo shows a close up to what appears to be an incision site fluid appears to be coming out of it, but the camera is too close to see the details. The seventeenth photo shows the incision site and is similar to the twelfth photo in that it shows localized swelling and a yellowish fluid. The eighteenth photo shows a bloody object resting on top of what appears to be adhesive tape and gauze. The nineteenth photo is a further away view of the object from the previous photo. The twentieth photo shows the object cleaned up and appears to be a cuff, it is white and elliptical in shape. The investigation is confirmed for the alleged detachment of the cuff. However, a root cause could not be determined due to the lack of a returned sample. The definitive root cause could not be determined based upon available information. Labeling review: product labeling, such as indications, warnings, precautions, cautions, possible complications, and contraindications, would not have prevented this issue. H10: g4 h11: h2, h6 (method 1, results 1, conclusion 1) and (patient code: 1994 - pain, 1858 - fever, 1849 - fatigue) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fifty six months post placement of the chronic catheter via the left internal jugular vein, the cuff was allegedly retained and then fully migrated through the skin over six months causing infection, pain, fever, discomfort and loss of energy. It was further reported that an additional intervention was required. The patient was reportedly stable after the treatment.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return, however, the photographs has been provided for evaluation. The investigation is currently underway. (B)(4).

Event description:
It was reported that approximately fifty six months post placement of the chronic catheter via the left internal jugular vein, the cuff was allegedly retained and then fully migrated through the skin over six months causing infection, pain, fever, discomfort and loss of energy. It was further reported that an additional intervention was required. The patient was reportedly stable after the treatment.